Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The microcatheter shaft had several minor kinks/bends along its length. The distal tip was undamaged, and the hub was also intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.016" mandrel was attempted to be inserted into the hub; the mandrel could not be inserted. The catheter could not be flushed. The catheter shaft was cut at approximately 3.0cm from the distal end of the hub, and a stent was found. The stent was removed from the catheter shaft and was noted to be deformed. The stent had an unknown material present at the distal and proximal ends and the material also appeared to be causing a constriction in the middle of the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that 'the operator used catheter to deliver a stent. During delivery after tip of the stent was delivered into catheter resistance was encountered and it could not be delivered any more. The operator withdrew the stent and found the delivery wire could not be retracted. He added some force to pull and the stent was deployed in catheter'. The catheter shaft was found to be kinked/bent at several points along its length. The catheter could not be flushed due to the blockage created by the stent and associated tubing/material. Following several unsuccessful attempts to advance the stent using a 0.0160" mandrel inserted from both the distal and proximal ends of the microcatheter, the microcatheter was cut. It was still not possible to push the stent out so the microcatheter needed to be cut at the point where the stent was deployed. Once the stent was removed it was noted to have some material present at the distal and proximal ends and there was also material present which was causing a constriction in the body of the stent. This material is most polytetrafluoroethylene (ptfe) inner lining from the microcatheter. There was friction felt when advancing the patency mandrel. An assignable cause of procedural factors has been assigned to the reported event: ¿catheter shaft friction¿ and analyzed events: 'catheter shaft kinked/bent', 'catheter shaft friction' 'catheter ptfe inner lining peeling' and 'catheter shaft blocked/occluded' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter¿s polytetrafluoroethylene (ptfe) inner lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.